Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that packaging not intact. No further information provided.

Manufacturer narrative:
(B)(4). Additional information: external cause. The complaint indicated packaging not intact. No further information was provided on the complaint issue. The el5ml package sample that was returned was visually inspected. The package lid was confirmed to be open as it had been pulled back from the end of the blister opposite the peel-tab. The peel-tab end of the package was still closed. The blister package appeared as though it had been stored under heavy weight. The flanges were warped and pressed down, without being broken. The entire blister was bowed. It appeared that the package may have been inadvertently pulled open. The tyvek overhang on the blister was most likely pulled up while ¿pushing¿ the package into a weighted stack. The packages, in the packaging process, are placed into sales unit cartons immediately after sealing and inspection and never subjected to the handling that caused this defect. At the packaging facility, packages are never opened from any place but the peel-tab. Only defect packages would be opened, and the devices would be removed from the package. For the reasons outlined above, it is suspected that the open package was caused external to ees packaging facility. Lot history records were reviewed and the product met all in-process and finished goods specifications upon release of the product.